Event description:
It was reported that the device was explanted due to inappropriate shocks cause by noise seen on the atrial and ventricular egms. Telemetry problems were also observed. The leads were tested at revision and revealed no abnormalities. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - no anomalies found. It was reported that the device was explanted due to inappropriate shocks cause by noise seen on the atrial and ventricular egms. Telemetry problems were also observed. The leads were tested at revision and revealed no abnormalities. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device operated according to specifications interference interrogate, difficult to shock, inappropriate.